Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was first inflated at 12 atmospheres (atm) for 10 seconds and then second inflation at 16 atm for 12 seconds. However, during third inflation at 20 atm for 8 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.